Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially reported that they had a questionable result for one patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcgb) on (B)(6) 2016. The customer noted that there was a premature liquid level detection alarm on the reagent pack and this was related to the issue. The field service representative was on site and checked the analyzer. It was noted that another sample was accompanied by a data alarm, so the customer stopped the instrument to check. The customer found that an assay tip had fallen inside the reagent pack. The field service representative then changed the reagent pack and calibrated the sample probe. The customer then repeated all samples tested on (B)(6) 2016 and no further issues were found with the samples. The customer later reported they received another liquid level detection alarm on (B)(6) 2016 and an assay tip was detected in the diluent pack. The customer repeated some routine samples and found that 2 patient samples had erroneous results for hcgb. The first sample initially resulted as 15.92 miu/ml. The sample was repeated, resulting as 10.0 miu/ml accompanied by a data flag. The sample was repeated a second time, resulting as 0.100 miu/ml accompanied by a data flag. The 0.100 miu/ml value was reported outside of the laboratory and considered to be correct. The erroneous results were not reported outside of the laboratory. The second sample initially resulted as 12.70 miu/ml. The sample was repeated, resulting as 61531 miu/ml. The sample was repeated a second time, resulting as > 10000. The 61531 miu/ml value was reported outside of the laboratory and considered to be correct. The erroneous results were not reported outside of the laboratory. The patient was not adversely affected. The hcgb reagent lot number was 185430. The reagent expiration date was asked for, but not provided. The field service representative exchanged the sample probe and re-adjusted it. No further issues were reported after this.